Event description:
A zoll distributor reported that on (B)(6) 2015, a patient reported that she went to the hospital for what she believed was a chemical burn due to a gel leak. She stated that she was given a shot of morphine due to the pain, but never saw a doctor after waiting for 7 hours. She reported that she had removed the device while at the hospital. According to the patient, her back became itchy on (B)(6) and the device began leaking on the (B)(6). She reported that the burn was under the rear therapy electrode (te) pads, had grown to be bigger than the te pads, and contained "little bumps with seepage of blood spots". The patient's daughter had cleaned the rash with water, air dried, and placed neosporin and cotton pads on top of the rash. Patient reported she put the device back on. At the time of the call, she reported that the rash appeared to be a dry hard patch and was beginning to go away. She stated she felt it was healing and beginning to scab over. During a follow up on (B)(6) 2015, a patient service representative replaced the patient's electrode belt and reported that the patient had some red marks, but that the irritation was not itching right then and there was no evidence of open skin or bleeding. The following day, the patient called in and reported that the rash had gotten worse. She reported it was very itchy and burned. She stated that there were two patches on her back, about as big as her hand, with little pimples with blood coming out of them. She reported that she contacted her doctor was still waiting to hear back from him. During a follow-up on (B)(6) 2015, the patient reported that she never heard from her doctor, but her rash was "trying" to get better. She confirmed that she was no longer bleeding and that neosporin seemed to be helping. The medical outcome of the rash is unknown. The patient received a replacement electrode belt. The patient continued to wear the lifevest.

Manufacturer narrative:
Device evaluation summary. Device evaluation of belt sn (B)(4) was completed. The reported problem (gel leak) was unable to be confirmed. Upon receipt, there was no evidence of a leaking gel blister from the electrode belt's therapy electrode pads. The belt was found to be fully functional and able to detect and treat a patient. There is no indication that a gel leak from the electrode belt caused or contributed to the reported skin irritation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. There is no indication of a device malfunction.